Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond. There was no impact to blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.